Event description:
During a surgical procedure using the abc flexible gi probe, the target tissue was contacted when the probe was ignited and a subcutaneous gas infiltration occurred. The gas was extracted and the procedure was completed. There was no lasting injury to the patient.